Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. The reported issue of ¿over pressure¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, high flow insufflation unit, to the olympus service center. Upon inspection and testing of the returned device, an e03 irregularity with the channel pressure sensor error was found in the error log. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no additional faults. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.